Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficult to remove the sheath was confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appears to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 2.75 x 15 mm nc trek rx balloon dilatation catheter (bdc), resistance was felt during the removal of the protective sheath and it was unable to be removed. The device was not used in the patient and there was no patient involvement. An unknown bdc was used to complete the post dilatation procedure. There was no clinically significant delay reported in the procedure. No additional information was provided.